Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 23dec2020 in the b.5. Field. This device was associated with hospitalization from blood glucose fluctuation on (B)(6) 2020 and hospitalization from hypoglycemia on (B)(6) 2020. No further follow-up is planned.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer who contacted the company to report adverse events and a product complaint (pc) with additional information from initial reporting consumer via psp, concerned 66-year-old asian male patient. Medical histories included heart disease, empyrosis, coronary heart disease, hypertension, hyperlipidemia, nephropathy and the function of liver was not good. His father had stomach disease and mother had cardiovascular atrophy while no family allergic history. His elder sister had diabetes. Concomitant medications included acarabose for the treatment of type two diabetes. The patient received insulin lispro (rdna origin) injections (humalog, 100 u/ml), from a cartridge formulation, at 20 units (u) in morning and 13 units at night and insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100u/ml) from a cartridge via a reusable pen humapen ergo ii, with 20 units in morning and 30 units in night. Both were administered subcutaneously, for the treatment of type ii diabetes mellitus, beginning on an unknown date in (B)(6) 2019. Therapy start date for insulin lispro mix 50 was also reported as jan-2019 (conflicting information provided). He started to use humapen ergo ii in (B)(6) 2019. For insulin lispro protamine suspension it was reported she used 24u each morning and 14 u each night since unknown date of (B)(6) 2019. Since unknown date after using insulin lispro and insulin lispro protamine suspension he experienced edema on abdomen, height decreased, and body weight fluctuation. On an unknown date in (B)(6) 2020, while on insulin lispro and insulin lispro protamine suspension 50%/insulin lispro 50% therapies, he had a cold. He went to the hospital diabetes clinic to take infusion for treatment (the reason for taking infusion was not clear). He also had poor memory which because of old. On (B)(6) 2020, while on insulin lispro protamine suspension 50%/insulin lispro 50% therapy, he injected only four units while the original dose of injection was 20 units because the injection pen stuck and could not be pressed down in the morning (pc number: 5230159/lot number: unknown). On an unknown date in (B)(6) 2020, insulin lispro mix 50 dose was adjusted from morning 24 units and afternoon 13 units, to morning 22 units and afternoon 13 units, according to doctor advice. On (B)(6) 2020, he was hospitalized because of the symptom that blood glucose was suddenly high and suddenly low. He was discharged on (B)(6) 2020. For 05 or (B)(6) 2020 his blood glucose was between three and four (no units) and due this he was hospitalized on unknown date. It was also reported he was discharged on unknown date and due event insulin lispro protamine suspension dose was decreased to 20u at night and 12u daily. Information regarding the corrective treatment and outcome for all the events was unknown. Both insulin lispro and insulin lispro protamine suspension 50%/insulin lispro 50% therapies were continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii general model duration of use was unknown and suspect duration of use was approximately one year as started on an unknown date in (B)(6) 2019. The action taken with humapen ergo ii was unknown and its return was expected. The initial reporting consumer considered the events of cold and memory impairment were not related with insulin lispro therapy and did not provide their relatedness with insulin lispro protamine suspension 50%/insulin lispro 50% therapy or humapen ergo ii. The reporting consumer did not provide the relatedness of incomplete dose administered with insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not associate it with insulin lispro therapy but considered it was due to product complaint issue of humapen ergo ii. The reporting consumer did not provide relatedness assessment between the event of blood glucose fluctuation and insulin lispro and insulin lispro mix 50 drugs and humapen ergo ii device. The reporting consumer did not provide any opinion of relatedness between events of edema abdomen, body height decreased, weight fluctuation and blood glucose decreased with insulin lispro, insulin lispro protamine suspension and humapen ergo ii. The reporting consumer related height decreased to age and edema of abdomen to the fact of administering insulin. Update 05-aug-2020: additional information was received on 24-jul-2020 from the initial reporter via psp. Added three medical histories, one suspect drug of insulin lispro protamine suspension 50%/insulin lispro 50% and one suspect device of humapen ergo ii and one non-serious event of incomplete dose administered. Updated causality statement and narrative from abbreviated to expanded with the new information. Both information received on 24-jul-2020 and 03-aug-2020 was processed together. Update 01-oct-2020: additional information was received from the initial reporting consumer on 29-sep-2020 via psp. The case was upgraded from non-serious to serious upon addition of the serious event of blood glucose fluctuation. Added one lab test, two medical history, and three dosage regimen of insulin lispro mix 50 drug. Added EU/ca fields for the humapen ergo ii device. Updated causality statement and narrative with new information. Edit 06oct2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added contact log accordingly. No new information added. Update 20oct2020: additional information received on 20oct2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for pc 5230159 associated with unknown lot of humapen ergo ii device. Upon internal review, updated insulin lispro formulation to cartridge. Corresponding fields and narrative updated accordingly. Update 23dec2020: additional information received from initial reporting consumer on 22dec2020 via psp. Added medical history of empyrosis, added two dosage regimens for insulin lispro, added concomitant medications, added non serious event of edema abdomen, body height decreased, weight fluctuation and added serious event of blood glucose decreased. Changed action taken to insulin lispro mix to dose decreased. Narrative was updated accordingly. Edit 29dec2020: upon internal review of information received on 23dec2020 acarabose was added in narrative as concomitant medication. No further changes made in case. Edit 07jan2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: 5230159. This solicited case reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned (B)(6) year-old asian male patient. Medical histories included heart disease, coronary heart disease, hypertension, hyperlipidemia, nephropathy and the function of liver was not good. His father had stomach disease and mother had cardiovascular atrophy while no family allergic history. His elder sister had diabetes. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog, 100 u/ml), from an unknown formulation, at 20 units in morning and 13 units at night and insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100u/ml) from a cartridge via a reusable pen humapen ergo ii, with 20 units in morning and 30 units in night. Both was administered subcutaneously, for the treatment of type ii diabetes mellitus, beginning on an unknown date in (B)(6) 2019. Therapy start date for insulin lispro mix 50 was also reported as (B)(6) 2019 (conflicting information provided). He started to use humapen ergo ii in (B)(6) 2019. On an unknown date in (B)(6) 2020, while on insulin lispro and insulin lispro protamine suspension 50%/insulin lispro 50% therapies, he had a cold. He went to the hospital diabetes clinic to take infusion for treatment (the reason for taking infusion was not clear). He also had poor memory which because of old. On (B)(6) 2020, while on insulin lispro protamine suspension 50%/insulin lispro 50% therapy, he injected only four units while the original dose of injection was 20 units because the injection pen stuck and could not be pressed down in the morning (pc number: (B)(4)/lot number: unknown). On an unknown date in (B)(6) 2020, insulin lispro mix 50 dose was adjusted from morning 24 units and afternoon 13 units, to morning 22 units and afternoon 13 units, according to doctor advice. On (B)(6) 2020, he was hospitalized because of the symptom that blood glucose was suddenly high and suddenly low. He was discharged on (B)(6) 2020. Information regarding the corrective treatment and outcome for all the events was unknown. Both insulin lispro and insulin lispro protamine suspension 50%/insulin lispro 50% therapies was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii general model duration of use was unknown and suspect duration of use was approximately one year as started on an unknown date in (B)(6) 2019. The action taken with humapen ergo ii was unknown and its return was expected. The initial reporting consumer considered the events of cold and memory impairment were not related with insulin lispro therapy and did not provide their relatedness with insulin lispro protamine suspension 50%/insulin lispro 50% therapy or humapen ergo ii. The reporting consumer did not provide the relatedness of incomplete dose administered with insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not associate it with insulin lispro therapy but considered it was due to product complaint issue of humapen ergo ii. The reporting consumer did not provide relatedness assessment between the event of blood glucose fluctuation and insulin lispro and insulin lispro mix 50 drugs and humapen ergo ii device. Update 05-aug-2020: additional information was received on 24-jul-2020 from the initial reporter via psp. Added three medical histories, one suspect drug of insulin lispro protamine suspension 50%/insulin lispro 50% and one suspect device of humapen ergo ii and one non-serious event of incomplete dose administered. Updated causality statement and narrative from abbreviated to expanded with the new information. Both information received on 24-jul-2020 and 03-aug-2020 was processed together. Update 01-oct-2020: additional information was received from the initial reporting consumer on 29-sep-2020 via psp. The case was upgraded from non-serious to serious upon addition of the serious event of blood glucose fluctuation. Added one lab test, two medical history, and three dosage regimen of insulin lispro mix 50 drug. Added EU/ca fields for the humapen ergo ii device. Updated causality statement and narrative with new information. Edit 06oct2020: updated medwatch and european and (B)(4) fields for expedited device reporting and added contact log accordingly. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 20oct2020 in the b.5. Field. No further follow-up is planned. Evaluation summary. A male patient reported that the injection button of his humapen ergo ii could not be pushed down. He experienced blood glucose fluctuation. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned 66-year-old asian male patient. Medical histories included heart disease, coronary heart disease, hypertension, hyperlipidemia, nephropathy and the function of liver was not good. His father had stomach disease and mother had cardiovascular atrophy while no family allergic history. His elder sister had diabetes. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog, 100 u/ml), from a cartridge formulation, at 20 units in morning and 13 units at night and insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100u/ml) from a cartridge via a reusable pen humapen ergo ii, with 20 units in morning and 30 units in night. Both was administered subcutaneously, for the treatment of type ii diabetes mellitus, beginning on an unknown date in (B)(6) 2019. Therapy start date for insulin lispro mix 50 was also reported as (B)(6) 2019 (conflicting information provided). He started to use humapen ergo ii in (B)(6) 2019. On an unknown date in (B)(6) 2020, while on insulin lispro and insulin lispro protamine suspension 50%/insulin lispro 50% therapies, he had a cold. He went to the hospital diabetes clinic to take infusion for treatment (the reason for taking infusion was not clear). He also had poor memory which because of old. On (B)(6) 2020, while on insulin lispro protamine suspension 50%/insulin lispro 50% therapy, he injected only four units while the original dose of injection was 20 units because the injection pen stuck and could not be pressed down in the morning (pc number: 5230159/lot number: unknown). On an unknown date in (B)(6) 2020, insulin lispro mix 50 dose was adjusted from morning 24 units and afternoon 13 units, to morning 22 units and afternoon 13 units, according to doctor advice. On (B)(6) 2020, he was hospitalized because of the symptom that blood glucose was suddenly high and suddenly low. He was discharged on (B)(6) 2020. Information regarding the corrective treatment and outcome for all the events was unknown. Both insulin lispro and insulin lispro protamine suspension 50%/insulin lispro 50% therapies was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii general model duration of use was unknown and suspect duration of use was approximately one year as started on an unknown date in (B)(6) 2019. The action taken with humapen ergo ii was unknown and its return was expected. The initial reporting consumer considered the events of cold and memory impairment were not related with insulin lispro therapy and did not provide their relatedness with insulin lispro protamine suspension 50%/insulin lispro 50% therapy or humapen ergo ii. The reporting consumer did not provide the relatedness of incomplete dose administered with insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not associate it with insulin lispro therapy but considered it was due to product complaint issue of humapen ergo ii. The reporting consumer did not provide relatedness assessment between the event of blood glucose fluctuation and insulin lispro and insulin lispro mix 50 drugs and humapen ergo ii device. Update 05-aug-2020: additional information was received on 24-jul-2020 from the initial reporter via psp. Added three medical histories, one suspect drug of insulin lispro protamine suspension 50%/insulin lispro 50% and one suspect device of humapen ergo ii and one non-serious event of incomplete dose administered. Updated causality statement and narrative from abbreviated to expanded with the new information. Both information received on 24-jul-2020 and 03-aug-2020 was processed together. Update 01-oct-2020: additional information was received from the initial reporting consumer on 29-sep-2020 via psp. The case was upgraded from non-serious to serious upon addition of the serious event of blood glucose fluctuation. Added one lab test, two medical history, and three dosage regimen of insulin lispro mix 50 drug. Added EU/ca fields for the humapen ergo ii device. Updated causality statement and narrative with new information. Edit 06oct2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added contact log accordingly. No new information added. Update 20oct2020: additional information received on 20oct2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii device. Upon internal review, updated insulin lispro formulation to cartridge. Corresponding fields and narrative updated accordingly.